Manufacturer narrative:
Additional information: d7a, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation. A review of device history found no abnormalities or non-conformances associated with the production, testing or release of this device. The device itself is thought to not have contributed to the reported event, as mentioned within the event description. A review of previous complaints found no other recent reports of death or excessive bleeding at the wound site. No corrective actions have been implemented in relation to these types of adverse event as it has been determined the device was not related to the adverse event, with none considered at this time. The device instructions for use does indicate that more frequent device and wound dressing monitoring should take place when used on a patient that is receiving anticoagulant therapy or is actively bleeding. However, the information provided does highlight that the bleeding began as a result of an injury that occurred while the device was in use, and that the wound dressing and device were recently checked only a number of hours before the incident took place. All information provided shows that the device was being used correctly in accordance with the instructions for use. A medical review was performed based on the information provided and concluded that the patient¿s traumatic fall injury that extended outside of the npwt therapy site in the presence of post-operative compromised skin integrity, and anticoagulation medication all contributed to the reported hemorrhage/exsanguination event. It was communicated that ¿the device was not found to have had any problems in its function¿ and ¿there has not been seen need to return or eliminate the device from normal use¿. Based on the information provided, no further medical assessment can be rendered at this time. The associated risk files for this device were reviewed to assess whether an alleged failure and associated harm has been anticipated. With all information available at this stage, it is not possible to determine any associated hazards connected to the device. ¿death¿ and 'bleeding' are seen as a foreseeable harm, and are anticipated in the risk file. However, as previously stated, the bleeding is not attributed to the device but as a consequence of the patient falling. No changes to the relevant risk files are deemed necessary at this time. Probable cause of the reported event determined to be unrelated to the device being used. As the information provided suggests, the unfortunate death of the patient was likely due to a fall and the resulting injuries. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation. Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
Internal reference number: (B)(4). D4 has been updated.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a product analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the patient¿s traumatic fall injury that extended outside of the negative pressure wound therapy (npwt) site in the presence of post-operative compromised skin integrity, and anticoagulation medication all contributed to the reported hemorrhage/exsanguination event. Of note, there appears to be a discrepancy of the reported injury site as the right leg was reported to be the site with the previous hematoma with revision and npwt placement; however, it was reported that the paramedics indicated the left leg bled into the renasys canister. It was communicated that ¿the device was not found to have had any problems in its function¿ and ¿there has not been seen need to return or eliminate the device from normal use¿. The death certificate has not been provided as of the date of this medical investigation and based on the information provided, no further medical assessment can be rendered at this time. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history based on the historical data revealed a similar previous event; this adverse event will be monitored for future complaints for any necessary corrective actions. A review of the clinician user manual for renasys touch revealed in important information monitoring npwt section that the patient, device, and dressing should be monitored frequently to determine if there are any signs of bleeding. The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt devices are not designed to detect or issue an alarm condition based on the presence of bleeding. A full canister, incorrect device orientation and device/tubing height relative to the wound can contribute to loss of npwt and exudate accumulation within the wound, which could lead to unrecognized bleeding. These conditions may only be detected by frequent monitoring. Also, in introduction section mentions that renasys touch is intended for use where product use is conducted by or under the supervision of a qualified healthcare professional. In contraindications section the use of this device is contraindicated in the presence of exposed arteries, veins, organs and nerves, necrotic tissue with eschar present and in exposed anastomotic sites. In warnings section it is mentioned that patients should be carefully monitored for signs of bleeding, which may lead to interruption in therapy and hemodynamic instability. If such symptoms are observed, immediately discontinue therapy, take appropriate measures to control bleeding, and contact treating clinician. Patients suffering from difficult hemostasis or who are receiving anticoagulant therapy have increased risk of bleeding. During therapy, avoid using hemostatic products that, if disrupted, may increase the risk of bleeding. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and adverse event reported. Factors that could contribute to the reported event include patient pre-existing medical conditions. At this time, there is no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, during a npwt, a patient with a leg ulcer died at home. The patient was undergoing renasys treatment with a *renasys touch device & power sup. The renasys device is not found to have been connected to the death, but fimea is investigating the case. It was confirmed that the patient was under anticoagulant treatment, and she fell in her house, injuring her leg under the area in renasys-vacuum, but also outside of the vacuumed area. Patient was aged, fragile, multiple medical conditions, with increased risk of bleeding, compromised skin and fatty tissue vitality. According to the paramedics report, the left leg had bled about 700ml to the renasys canister and the canister had been changed an hour before, upon the nurses visit. There was also a lot of blood on the floor, from the bathroom to the living room.